Manufacturer narrative:
(B)(4). The patient's birth year was provided as (B)(6). The patients age was estimated as (B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Review of the lot history record and complaint history could not be conducted because the lot number was not provided. Thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency. The other 2.75x28mm xience xpedition stent was filed under a separate medwatch manufacturer report.

Event description:
It was reported that a 2.75x28mm and 3.0x15mm, xience xpedition stents, were implanted in the left anterior descending coronary artery, chronically occluded lesion. Approximately 7 hours post procedure, a thrombus was noted in the stents. A pronto extraction catheter was used to extract the thrombus and balloon angioplasty was performed. The patient's current condition is unknown. There was no additional information provided.